Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being admitted in the emergency room for diabetes ketoacidosis and high blood glucose of 455mg/dl. The customer stated that she was vomiting. Troubleshooting was performed. The basal and bolus match to the daily totals. The alarm history revealed low reservoir alarms. Ran a fixed prime test and the insulin exited. The customer requested a replacement pump. Advised the customer to revert to back up plan. No further info was provided.